Event description:
Allegedly the plastic disassociated requiring revision.

Manufacturer narrative:
User facility has advised they will not be filing a medwatch form. Investigation is not complete. Event device code is addressed in package insert. Trends will be evaluated. This report will be updated, when the investigation is complete.